Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "replacement due to lt rupture". This record is for the left side. Device rwas explanted and replaced with other company¿s devices.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with other company¿s devices.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruputre. Device has been explanted and replaced with other company¿s devices.